Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pumps battery life. Customer states that the battery does not last for more than one week. The customer's blood glucose at the time of incident was unknown. The customer states having failed battery and low battery alarms. The customer will be sent out a replacement battery cap.